Event description:
Customer reports: patient reported a stomach ache after the endoscopic procedure at the facility.

Manufacturer narrative:
A subsequent visit from the field service techninian reported that the reprocessor was functioning as intended; they determined that there were damaged endoscope hook-ups being used to reprocess the endoscopes.in the absence of additional facts, it is presumed that this isolated incident was caused by the use of a damaged endoscope hook-up which, in some way, reduced the effectiveness of the rinse cycles.